Event description:
It was reported that patient presented a few weeks post-implant to the ER with pre-syncope. The rv lead had dislodged and was successfully repositioned. On (B) (4) the patient presented with recurrent syncope. A chest x-ray confirmed the lead had dislodged again. The rv lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.